Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the rewind stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of motor alarms. During investigation, the rewind step was performed correctly and a full 200 ml test cartridge was inserted successfully. The ez-prime steps were performed correctly with no rewind issues. No debris was found to the cartridge compartment. The complaint of a rewind issue was unable to be duplicated during investigation. No debris was found to the cartridge compartment. Unrelated to the complaint, the battery compartment was found to be cracked from threads down to the case seal on the side. The returned battery cap was found to be undamaged and able to fit securely.